Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
As reported by our (B)(6) affiliate, a black fibrous substance was found adhered to sapien xt valve during preparation. The substance appeared extremely fine fiber and was approximately 1 cm in length. The substance was removed by tweezers from the xt valve but it was lost at the operative field, no photo is available. It was reported that some resistance was felt during pulling the substance from the leaflet.

Manufacturer narrative:
The valve was returned to edwards lifesciences for evaluation in its original jar. No visual evidence of a fibrous substance was observed on the returned valve leaflets. The complaint of valve particulate cannot be confirmed based on this product evaluation. No abnormality was observed on the leaflets, frame, sutures, and skirt cloth. In this case, the complaint could not be confirmed, and no product non-conformances were identified during the engineering evaluation. A device history record (DHR) review performed did not reveal any issues that could be related to the reported event. A review of the complaint history did not reveal any indications that a manufacturing non-conformance of the valve was the source of the complaint. No labeling or IFU/training inadequacies were identified. A review of complaint history revealed that the occurrence rate did not exceed the (B)(6) 2016 control limits for this failure mode. Therefore, no corrective or preventative action is required at this time.